Event description:
A mayfield swivel adapter was reported to have the following problems:1) the system is looking older than it should; 2) all surfaces of the device are severely worn and 3) there are rusty parts. The unit was in contact with a pt and there was no injury however, there was surgical delay (the amount of time involved was not provided). Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.